Event description:
It was reported that the anchoring sleeve could not be found after removing the lead during attempted implant. The lead was not implanted and another lead was used. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.